Event description:
A report was received that the patient would undergo a pocket revision due to discomfort caused by non-device related weight loss.

Event description:
A report was received that the patient would undergo a pocket revision due to discomfort caused by non-device related weight loss.

Manufacturer narrative:
Additional information was received that the patient is no longer experiencing discomfort as it resolved on its own. The patient will not proceed with the revision.